Manufacturer narrative:
Updated section d9, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was received for evaluation. The report of balloon did not deflate was unable to be confirmed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached. Maximum deflation time from full capacity is 4 seconds. The IFU states to "passively deflate the balloon by removing the syringe and opening the gate valve". Proximal injectate lumen was occluded with clotted blood and it was not able to remove the blood with warm water and stylet wire. Other through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed on catheter or returned syringe.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, the balloon of this swan-ganz catheter did not deflate. Replacing the catheter solved the issue. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Finally, the device was not available for evaluation despite due diligent attempts. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. As part of the manufacturing process a balloon inspection is performed in all the units and balloon free deflation time requirements are established. Patient demographics unable to be obtained.